Event description:
This is report 1 of 3 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. On (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6) . Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the peritonitis. Per the nurse, the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy. The nurse had no further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The root cause of this report of peritonitis was undetermined. A batch review for the potentially related lot numbers (h10f25028, h10f28014), with no defects noted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.